Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: we received the attached quality complaint with regards to the insyte autoguard bc pro 22g x25mm cannulas x3 from the same box failed to retract. Can you please review and investigate the issue, and let us know the outcome once completed?

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: received 10 sealed and 1 unsealed 22ga x 1.00in. Insyte autoguard bc pro units from lot: 3097585. The unsealed unit was received fully retracted. It was visually inspected for any damages or dry adhesive that may have prevented retraction during use, but no defects were discovered. The cannula was then placed back into its initial position to attempt to replicate the reported defect. The cannula was able to retract successfully with no delays or resistance. The 10 sealed units were then tested for retraction and visually inspected for any damages that may indicate a potential needle retraction failure, but none were discovered. All units retracted successfully. The reported defect could not be confirmed. The DHR for lot 3097585 has been reviewed. No related quality issues or process deviations were found. Investigation conclusion(s): the defect of ¿needle retraction failure¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect.

Event description:
No additional information.